Event description:
The physician noticed that battery impedance at one day post implant was higher with kora device than values usually observed with reply devices (0,06k - 0,08k).

Manufacturer narrative:
Preliminary analysis confirmed reported event. It resulted from an higher internal resistance on kora devices. There is no impact on device functioning.

Event description:
The physician noticed that battery impedance at one day post implant was higher with kora device than values usually observed with reply devices (0,06k - 0,08k).

Event description:
The physician noticed that battery impedance at one day post implant was higher with kora device than values usually observed with reply devices (0,06k - 0,08k).

Event description:
The physician noticed that battery impedance at one day post implant was higher with kora device than values usually observed with reply devices (0,06k a 0,08k).